Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Vasospasm, neurological deterioration, and hemorrhages are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Which may have been caused by hemodynamic changes induced by the procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related and patient condition related events. Linked events: 2029214-2017-00743.

Event description:
Citation: ¿comparison of n-butyl cyanoacrylate and onyx for the embolization of intracranial arteriovenous malformations: analysis of fluoroscopy and procedure times¿ gregory j. Velat, m.d., john f. Reavey-cantwell, m.d., christopher sistrom, m.d. Neurosurgery 63[ons suppl 1]:ons75¿ons82, 2008. Doi: 10.1227/01.neu.0000320136.05677.91. Medtronic received report that 20 patients were treated with onyx. The following complications occurred: 1 vertebral artery vasospasm that resolved with intra-arterial verapamil, permanent right-sided hemiparesis with associated homonymous hemianopsia, as well as a postembolization intracranial hemorrhage that necessitated emergent craniotomy and clot evacuation.